Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No weak battery alarms were noted. The pump was received with intermittent button response due to light moisture damage on the keypad traces. No button error alarms were noted. No traces of moisture were noted on the electronic or motor assemblies. The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. The motor was tested outside the device and passed. The pump was received with a missing end cap sticker, minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and motor error. The customer also received a weak battery alert. The insulin pump may have been exposed to moisture. Customer's blood glucose level was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.